Manufacturer narrative:
Additional patient information: patient height was reported as (B)(6). Additional product codes for this report include hwc. Per the facility, the complainant part will not be returned for evaluation. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: may 17, 2012. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 3.5mm lcp plates-8 holes, 111mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on an unknown date. A 3.5 mm locking compression plate (lcp) and four (4) 3.5 mm cortex screws were removed. It was reported that the patient's forearm was healed, but that the devices were removed as the doctor felt that the forearm would have more movement (ability to rotate) without the devices. The surgery was successfully completed with no surgical delays or harm to the patient. This report is 1 of 2 for (B)(4).